Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of tibial subsidence. Tibial subsidence may have been the result of poor bone quality or loosening of the tibial tray. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Left knee - she notes her left knee was asymptomatic for the most part; however, another doctor saw the prosthetic pulling away from the femur and advised her to have it removed. She plans on explanted the left side sometime in the (B)(6) of this year (2019).